Event description:
Lead management case to remove cardiac leads due to a cied system infection. Prior to starting extraction it was noted through imaging that the leads had potentially adhered to the svc. The CT surgeon was consulted and the decision was made to make a window and drop a lung to insert a tube to watch for bleeding during the case as a precautionary measure. A 16fr glidelight was then used to remove the 4328 ventricular pressure sensing lead without complication. The physician then began extracting the 6947 rv lead with the 16fr glidelight, upon reaching the proximal portion of the distal coil the blood pressure began to drop. Extraction of the lead was completed while the CT surgeon was preparing for a sternotomy. A small tear in the svc was discovered that had clotted itself off and required no further intervention. Patient survived the intervention.